Event description:
Sorin group (B)(4) received a report of a blood leak from the lilliput hollow fiber oxygenator during a procedure. The unit was changed out and the procedure was completed without further issues. There was no report of patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the customer perfusion pack. The d901 lilliput 1 new born hollow fiber oxygenator is a component of the pack. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). It was reported that the change out took longer than 3 minutes. This medwatch report is being filed as a result of the extended interruption of bypass. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.